Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA, the clam has not been confirmed. It is unk whether this event did occur during surgery. However, it is also unk if there was user death or injury. There also was not report of pt injury or medical intervention. No additional information available.